Event description:
Pt reported walking through a security device and heard a loud 'pop' from the internal unit. Stimulation stopped. Hcp reported the pt indicated there was a problem. The device was interrogated, explanted and replaced. The current status of the pt is ok. The device was not returned to the manufacturer for analysis. A follow-up report will be sent if additional info is received.